Manufacturer narrative:
(B)(4).

Event description:
The customer reported the tracheostomy tube's cuff was pre-tested prior placement but leaked during use. The patient was reintubated. The initial tube was placed in the patient (B)(6) 2015 and the leak was noticed (B)(6) 2015. This happened three times on the same patient. The lot number was not retained by the customer. On (B)(6) 2015 they replaced the third tube with a size 7 xlt tracheostomy tube. The three related events, one for each tube are reported on 2936999-2016-00015 for the first tube, 2936999-2016-00016 for the second tube, 2936999-2016-00017 for the third tube.